Manufacturer narrative:
(B)(6). The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown, but it was reported to be related to an error the patient made in dietary intake. Treatment for the peritonitis event was not reported. Extraneal and physioneal therapies were ongoing. The peritoneal effluent drainage became clear on an unreported date. The patient was recovering from the peritonitis event. No additional information is available.